Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. Additionally, it was reported that the pump battery charged "really slow." There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.